Event description:
(B)(4). This is the same case as report 2134265-2009-04303. The patient was enrolled in (B)(6) 2008. The target lesion was a type I lesion in the left carotid artery with a 5mm reference vessel diameter and an 8mm length. There was 50% stenosis as measured by nascet. Vessel/lesion description positive for 1+ calcium and moderate target vessel tortuosity. The carotid wallstent monorail stent with a 7mm diameter and a 30mm length was implanted. Cerebral protection was not used. Pta was performed using boston ultrasoft sv balloon dilatation catheter. Atropine 2 ui was given during the procedure. No vasodilator was given. The patient experienced a minor stroke during the index procedure. The event resolved with no residual effects. No further data was given regarding the stroke. The procedure was documented as successful and estimated residual stenosis was 0-29%. Post-procedure assessment documented that the carotid stent was patent with 0% residual stenosis. The patient was asymptomatic with no complications less than 24 hours post-procedure. The patient had a one-month follow up assessment in (B)(6) 2008. The carotid stent was patent with 0% residual stenosis. The patient presented as asymptomatic with no complications or adverse events since the last visit.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed.the batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4): device not returned for analysis.